Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Myopotential oversensing was suspected. Further tests and programming changes were suggested. Patient will be brought in clinic for further troubleshooting.

Event description:
New information notes that low level high frequency noise inhibiting pacing was observed. Programming changes were made. Patient was asymptomatic and will be monitored with routine follow-up.